Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It was noted that patient anatomy resulting in placement difficulty may have contributed to the torque not being transferred to the lead tip appropriately. No other anomalies were observed.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The physician encountered difficulty placing the lead due to tortuous patient anatomy. Once placed, the lead exhibited noise and high pacing thresholds. The lead was extracted and a new lead implanted. No adverse patient effects were reported.